Manufacturer narrative:
A visual examination of the drill confirmed that pits or voids developed in the pneumatic hose, allowing oil to leak out. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the customer.

Event description:
While evaluating the drill at the manufacturer, it was reported that oil leaked from voids in the pneumatic hose. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.